Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received that a permanent pacemaker (ppm) was implanted for new onset complete atrio-ventricular (av) block the day after the transcatheter bioprosthetic valve implant. No other adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too deep and migrated to the left ventricle. The echocardiogram showed severe paravalvular leak (pvl). An attempt was made to snare the valve from the left ventricle but it was left above the annulus. Another valve was successfully implanted valve-in-valve (viv). There was no residual pvl after the implantation of the second valve. No adverse patient effects were reported.

Manufacturer narrative:
Associated product: mcs-p3-29-aoa, (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and the pvl most likely was due to the sub-optimal valve position (too deep). With the limited information made available, the specific cause of the migration of the valve cannot be determined; though it is possible that the sub-optimal positioning and implant depth (too deep) potentially contributed to the valve migration. The implant depth is unknown from the information provided. Per corevalve instructions for use (IFU), "once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended.¿ inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. A conclusive cause of the sub-optimal implant position (too deep) could not be determined from the limited information available. Conduction disturbances, such as complete atrio-ventricular (av) block are known potential adverse effects per corevalve IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight and initials were obtained and have been added to this report.